Event description:
It was reported that a revision surgery was performed due to implant fracture. Patient fainted and fell, breaking the post.

Manufacturer narrative:
It was reported that a revision surgery was performed due to implant fracture. Patient fainted and fell, breaking the post. The associated legion ps insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the insert and insert post fragment were examined visually and using optical microscopy. No destructive testing was conducted. The analysis noted that on the returned insert component, some abrasion, discoloration and deformation were observed in the bearing regions on the superior surface. Scratches and wear patterns were observed on the inferior surface of the insert and some material damage could be seen around the periphery of the explant. Significant material deformation was present on the insert around the fracture surface. This fracture could have been caused due to repeated posterior impingement of the femoral cam on the post combined with excessive loads. However, based on the results of this investigation, this could not be isolated as the root cause for this particular failure mode. No material or manufacturing deviations were observed in the process of this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation, thus no medical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.